Manufacturer narrative:
Batch review performed on 16 april 2019: lot 186863: (B)(4) items manufactured and released on 03-jan-2019. Expiration date: 2023-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices were involved in the complaint liner: mpact 01.32.3644hct flat pe hc liner ø36/e lot 186969 (k103721): 154 items manufactured and released on 02-nov-2018. Expiration date: 2023-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 lot 180544 (k112115): (B)(4) items manufactured and released on 28 may 2018. Expiration date: 2023-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with anther similar reported event (complaint (B)(4), MDR 2018-00981). Stem: amistem p 01.18.434 amistem-p collared std stem #4 lot 178147 (k173794): (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
About 1 month post primary the surgeon revised the patient hip for an infection case. Wash out and all implants swap. The pathogen is unknown. The surgery was completed successfully.